Event description:
It was reported that the ventilator delivered insufficient ventilation. There was no patient harm.manufacturer¿s ref #: (B)(4).

Event description:
It was reported that the ventilator delivered insufficient ventilation. There was no patient harm.manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
Correction of field #b5 to reflect correct event description in english.